Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr determined the most likely cause of the reported issue was the regulator on the blender assembly. After replacement of the defective part, the issue was resolved. The fsr repaired the unit and reported the unit meets company specifications during checkout. The defective will sent to the failure analysis laboratory for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit has a loud leak. The issue occurred during patient use; the patient was switched to another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected blender assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded u-cup seal within the assembly. This issue will be internally investigated within carefusion.